Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. As such, the physician repaired the dural tear. Postoperatively, the patient was instructed to lay flat.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.